Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively with good coverage. The explanted device was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred weeks prior to the date the manufacturer became aware.